Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from the implantable cardioverter defibrillator (ICD). T-wave oversensing was observed on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.